Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy worked for a while right after implant however since then it really hasn't helped. Patient said that still has to use a pad and is still urinating. Patient said will go and void and thinks is done, however when stands up, it starts coming out. Patient said that doesn't feel stimulation, only felt initially. Patient also reported that for the past week or two has had really bad stinging and aching near the implant site. Which lasts all day and night. Patient said that they turned it off before and that didn't make a difference. When asked, patient said hasn't had any falls or trauma and no new physical activities such as heavy lifting or bending or stretching. Right before the call, the patient said that they increased the setting on the current program pretty high and said that they didn't feel any stimulation. Reviewed therapy information and general programming guidance. Patient switched and tried all of the different programs and adjusted the setting however said that still does not feel stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said has an appointment on august 6th to see their primary care physician and will ask for a referral to see specialist as hasn't been seen since their follow up appointment after the surgery. Patient to schedule an appointment to have internal device checked. .the first surgery was a botch job and the scar part was pulled up and sewed up, (said that the outside of their rear end looks so horrible), and had a lot of trouble with back pain so patient went to see the implanting physicianand they fixed it and for a while it was working fine however now it doesn't at all.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Note that the codes in h6 have been updated to reflect the new information. H1 has been updated to reflect 'malfunction' as a result. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked to clarify the statement "the scar part was pulled up and sewed up," the patient stated that was the first surgery. The patient then stated they had a second surgery due to pain as the device was showing clearly and the scar was sticking up. The second surgery the patient had a year ago was not working at all and [they had] pain in the area. The patient stated this issue was caused by or related to the device/therapy/implant procedure. When asked what steps were/would be taken to resolve the issue, the patient stated they didn't know what to do. They had two surgeries now and their insurance wouldn't pay again. The patient was disappointed that after the second surgery it no longer worked and it was causing pain. Additional information was received from the patient. In response to a duplicated patient letter, the patient stated the scar was fixed with another surgery. The patient repeated that they were implanted with a second device that no longer worked. The patient stated they couldn't afford a third surgery. The patient stated the device caused pain in their lower back and at the [implant] site.